Event description:
It was reported the pt was falling frequently, and was unsure if the falls were due to their implantable neurostimulator. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.